Manufacturer narrative:
Product analysis: the valve remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that day post implant of this transcatheter bioprosthetic valve, left sided weakness facial droop were noted. A computed tomography (CT) was unable to confirm a lesion or bleed, however tissue plasminogen activator was administered. The stroke was not reported to be device related but rather, due to the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that the stroke was related to the valve, delivery catheter system (dcs), and the procedure. Further details were not provided. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.